Manufacturer narrative:
The astral device was returned to the resmed technical service center in (B)(4) for general service and evaluation. During evaluation, the device failed to complete its internal self-test due to a faulty pneumatic block. The pneumatic block was replaced to address this issue. The device was serviced, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device failed to complete its internal self-test during set-up. There was no patient injury reported as a result of this incident.